Event description:
The customer reported that the device jaws were on tissue and could not be reopened. The surgeon used another device to open the jaws. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.